Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 june 2025, senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 8:00 pm mdt no sg, 48 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 10:00 pm no sg, no bg was entered. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level. The user didn't seek for medical treatment and resolved the event by drinking orange juice and eating sweets. The user's hcp isn't aware of the event and was advised user to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user's authorized representative (ar) reported that user had a low glucose event on (B)(6) 2025 at around 8 pm. The user didn't have smart transmitter at the time of event as it was lost during the hospital stay. Since there was no transmitter, the eversense cgm system was not functional at the time of event and no low glucose alerts would have triggered. The user didn't seek for medical treatment and was able to self resolve by drinking orange juice and eating sweets. Per dms, the user is currently using the system with a new transmitter. This complaint does not require any further investigation.